Event description:
It was reported via repair work order that the ground path was compromised due to a missing a ground pin, the motion interrupt pan was broken, and the lift would not go into trend due to a broken cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.